Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain, pericardial effusion and had a pericardiocentesis done. The right atrial (ra) was reported to be undersensing p waves and the right ventricular (rv) lead was reported to have a possible perforation. Both leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.